Event description:
A malfunction occurred on a customer's pump, causing their blood glucose level to exceed 500 mg/dl, with the specific high value not displayed. The customer planned to address the high blood glucose by switching to multiple daily injections once at work. Technical support provided information on resetting the pump, and advised the customer to call back if the malfunction reoccurred when the pump was turned back on.